Manufacturer narrative:
Evaluation summary: neither x-rays nor operative notes were provided for review. As such, the surgical technique cannot be reviewed and the implant construct cannot be analyzed radiographically. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, and type of activity (low impact vs. High impact) are unknown. Based on the available information, an exact cause for the reported condition cannot be determined. Should additional substantive information regarding the case be received subsequent to complaint closure, the complaint will be re-opened and re-processed at that time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the patient was revised due to loosening.